Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b3, e1, e2, e3, g2 (also selected ¿other¿) which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the faulty generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed, the error 433 was due to a faulty generator board. In addition, the following was found: the front panel had a crack and the paint was peeled off on the top cover. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported by an olympus sales representative that an hf unit (generator) had an e-433 error. The reported issue was found during preparation for use. The customer reported that the fault was noticed immediately and there was no delay in the procedure. The device was replaced, and the procedure was completed with an alternative device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).